Event description:
It was reported that during the procedure in the 90% stenosed distal circumflex artery, after pre-dilatation, the 3.0x15 vision stent system was advanced to the lesion; however, the stent system became stuck within the lesion calcification. The stent was deployed covering only the proximal segment of the lesion, because the physician wanted to avoid the risk of stent dislodgement. After stent deployment, a dissection occurred at the distal end of the stent. A 3.0x23 vision stent was advanced through the 3.0x15 stent and was successfully deployed covering both the dissection and the distal segment of the lesion. The stents were not overlapping. The procedure was completed and there was no adverse patient sequela. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). Guide wire: route, grandslam. Guiding catheter: heartrail. Finecross, ivus. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. Reportedly, the lesion was mildly tortuous and moderately calcified with 90% stenosis, which may have contributed to the resistance. As the stent delivery system (sds) was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. Dissection, is listed in the rx vision instructions for use (IFU) as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). The reported physical resistance appears to be related to the operational context of the procedure. A review of the device lot history record did not reveal any non-conformities which could have contributed to the reported event.